Manufacturer narrative:
Result - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion - the root cause of the pxa covering the renal artery cannot be determined with the available information.

Event description:
On (B)(6), 2012, this patient underwent a procedure using gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After deployment of a trunk-ipsilateral leg component, the device moved 2 cm distally. The physician elected to extend proximally with two aortic extender components; however, the second aortic extender component covered the right renal artery. The physician attempted to pull down the pxa, but this was not successful. After attempting to gain access into the right renal artery, the physician elected to conclude the procedure. A few days post-operatively, it was reported the patient's renal function was in the normal range; however, imaging showed partial occlusion of the right renal artery. No further adverse events were reported.